Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with episodes of pause and brady, which appeared to have been caused by undersensing. The r waves were visible but not sensed by the device. Programming changes were performed.